Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump turned off, and the display did not return after a battery replacement. The customer's mother did not know the blood glucose reading. She stated that she had noticed that the buttons started to wear down, then stopped working. She noted that the customer had discontinued use of the insulin pump for about 2 months and that he now wanted to get back on insulin pump therapy. Advised the caller that the insulin pump would need to be present in order to troubleshoot the issue. Nothing further reported.